Event description:
It was reported that the recent concerns regarding the bd medium 1/8" hemovac drains. Historically, they have had no issues with this product, but over the past month or two, they have observed an increase in complications, most notably drain clogging. Today, they had to return a surgical patient to the or for an epidural hematoma directly linked to a clogged hemovac drain. They have attached a photo of the affected drain and recent documentation from our pas regarding duplicate drain usage postoperatively. While we they have not tracked lot numbers yet due to the recency of the issue, they have contacted other campuses to see if they are experiencing similar problems and are awaiting their feedback. In the interim, the doctor will be switching to 15 fr. Jp drains until we can better understand and resolve the issue. Lot #ngkq2489.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), closed wound suction kit. Visual inspection of the one-photo sample noted that the reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive due to the inadequate sample condition. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the recent concerns regarding the bd medium 1/8" hemovac drains. Historically, they have had no issues with this product, but over the past month or two, they have observed an increase in complications, most notably drain clogging. Today, they had to return a surgical patient to the or for an epidural hematoma directly linked to a clogged hemovac drain. They have attached a photo of the affected drain and recent documentation from our pas regarding duplicate drain usage postoperatively. While we they have not tracked lot numbers yet due to the recency of the issue, they have contacted other campuses to see if they are experiencing similar problems and are awaiting their feedback. In the interim, dr. Jain will be switching to 15 fr. Jp drains until we can better understand and resolve the issue. Lot #ngkq2489